Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting on the insulin pump was performed. Customer advised they received the alarm and needed help to clear it off so they could properly program their new device. Customer disconnected the line prior to completing the troubleshooting process.